Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged spots on his lungs while using the device. Patient also alleged he woke up unable to breathe one night and had to go the va hospital. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging spots on his lungs while using the device also the patient alleged he woke up unable to breathe one night and had to go to the va hospital related to a CPAP device's sound abatement foam.the reported event of having spots on his lungs while using the device was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.